Manufacturer narrative:
(B)(4). The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the saber pta catheter in this report is not sold in the united states (us) but it is similar to other cordis pta catheters with lit product codes that are sold in the u.s.

Event description:
A saber rx percutaneous transluminal angioplasty (pta) balloon catheter separated from the shaft during deflation. The fragments were removed with a snare catheter. The device will be returned for analysis. Additional patient and procedural details including films were requested but were not available.

Manufacturer narrative:
A saber rx percutaneous transluminal angioplasty (pta) balloon catheter separated from the shaft during deflation. The fragments were removed with a snare catheter. One product was returned for analysis. A non-sterile saber rx 6mm x 30cm x 155cm was returned. Per visual analysis the catheter was coiled inside of a clear plastic bag along with two unknown guide wires. A separation was observed at the balloon¿s proximal section and the inner body. No other damages or anomalies were observed. The outer and inner surfaces were analyzed to identify the possible root cause of the rupture\separation. Per sem analysis, the external surfaces of the balloon presented evidence of elongations, abrasions and scratch marks adjacent to the rupture. The internal surfaces did not present any evidence of damages. The elongations observed suggest that the device was induced to stretching/pulling events that exceeded the material yield strength prior to the separation. No other issues were noted during the sem analysis. A product history record (phr) review of lot 17708407 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - separated in-patient¿ was confirmed through analysis of the returned device. A balloon rupture\separation was observed at the balloon¿s proximal section, and a separation of the inner body of the catheter¿s distal section. Sem analysis revealed evidence of elongations, abrasions and scratch marks adjacent to the rupture. These findings indicate the catheter was induced to stretching/pulling events that exceeded the material yield strength prior to the separation. With the limited amount of patient and procedural information available it is not possible to draw a clinical conclusion between the device and the event. The exact cause of these conditions could not be determined. It is very likely that handling and procedural factors contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.